Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. Prior to sensor insertion the area was cleansed with soap and water. On (B)(6) 2023, the patient developed a skin reaction that consisted of inflammation/swelling and a lump at the needle puncture site. The patient had soreness and pain in the area. On (B)(6) 2023, the patient went to an urgent clinic because the lump grew to the size of a golf ball. He was prescribed an oral antibiotic medication (cephalexin unspecified dosage for 7 days). At the time of the report, the patient mentioned the lump was still there and he was still experiencing soreness, pain, and muscle spasms in the area. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect - clinical code - e1803 nodule.